Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had a prime issue. The patient had a blood glucose of 400 mg/dl with nausea and vomiting. During troubleshooting, customer support found the loss of prime issue to be a training/misuse issue with the pump having been subjected to a sudden change in force or temperature. The patient received no unusual treatment and continued on the pump. This complaint is being reported because the patient experienced hyperglycemia related to user error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time, but use error should be considered.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: the black box shows loss of prime warning associated with a low non-zero force. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The tdd¿s add up correctly and reflect the users programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The pump is detecting the correct force at 5lbs. Unidentified force low observed in the black box, force sensor calibration in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.